Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn(B)(6) is not working correctly and had unknown error messages on the display. Based on the archive data review, the unknown error messages reported by the customer were determined to be user advisory (ua) 45 (not at "home" position after power-on/restart) and ua20 (position out of range) error messages. The root cause for ua45 and ua20 was due to the drive shaft not being at "home position". The customer complaint was not confirmed or reproduced during the functional testing. A review of the archive data showed ua45 and ua20 errors: thus, confirming the reported complaint. The autopulse platform passed the preliminary functional test without any fault or error. The reported complaint was not reproduced. User advisory is a clearable error message; per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. Per auto pulse user advisory list, user advisory 20 alerts when the drive shaft is not within the specified range of positions. This typically occurs if the autopulse attempted to perform compressions with a cut lifeband installed which allowed the driveshaft to rotate out of operating range. Also, this error message can be triggered due to an internal component error or malfunction. This error message can be cleared by returning the drive shaft to home position using the administrative menu.

Event description:
The customer reported the autopulse platform (sn (B)(6) is not working correctly and had unknown error messages on the display. However, they were not able to reproduce the failure. This was observed during check out. No patient involvement.